Event description:
Affiliate reported that there was no drainage of csf reported. Add'l info from the affiliate explained that since surgeon was not able to observe drainage, he changed the pressure setting from 100mm to 30mm in gradual steps. The valve is still implanted in the pt, draining at 30mm and pt is fine.

Manufacturer narrative:
Since it has been communicated that the device is still implanted, codman will not be able to conduct a proper investigation. A lot number has been provided; therefore, codman will review the mfg records. We anticipate that the records will reveal that the device conformed to specifications, prior to being released to stock. If anything otherwise is revealed, a f/u report will be filed. In addition, if at some point, we are notified that the device has been explanted and returned, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.